Event description:
The customer reported that a patient presented with her own pca module and key. The customer inquired how the patient was able to obtain her own module and keys. Although requested, no additional information or report of a patient event was provided.

Manufacturer narrative:
221939 evaluation statement: the reported event of a patient with a pca module and keys could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-2018-0171.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a patient with a pca module and keys could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that a patient presented with her own pca module and key. The customer inquired how the patient was able to obtain her own module and keys. Although requested, no additional information or report of a patient event was provided.